Event description:
Report received of "device delivering pca doses without pushing the bolus button." The pump was set to infuse meperidine 10mg/ml, 10mg pca dose with a 10 minute pt lockout ad a 300mg 4 hr limit. A nurse reports that "when the cord to the pt was moved it made the pump deliver medicine. I shoved the cord on back of the pump and a dose of medicine was delivered to the pt while I watched." The nurse reports observing two self deliveries. When she asked the pt about the pump, "the pt told me it had happened all night." The pt did not experience any adverse effects. No signs or symptoms of oversedation occurred and no medical intervention was required. The nurse did not know the total number of doses delivered or how many doses were requested by the pt. The pump was switched out. No further info was available.